Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) had a communication problem and overdischarge was suspected. The last successful recharging session was 2-3 weeks ago. The patient met with the manufacturer representative (rep) and was sent home with instructions on how to continue to the physician mode recharge (pmr) process. The rep was going to reconnect with the patient to ensure the device is properly functioning post overdischarge. Additional information received reported the rep was going to contact the patient the day of current report to clear the power on reset (por). Additional information received two days later reported there was an end of service (eos)/end of life (eol) message. It was reported the rep met with the patient the day of current report to clear the por message. The rep reportedly thought the patient might have gotten 2 strikes already in the past. It was clarified that when the patient met with the rep on (B)(6) 2014 for the pmr, the clinic was closing during the second pmr, so the patient went home to finish the pmr. After the end of the second pmr, the ins reportedly went to a normal charging screen and the patient was able to charge the battery to 100% full. Additional information received reported the ins had a confirmed overdischarge due to patient compliance. A pmr was performed and successful. The patient experienced a lack of therapy. The por was reportedly cleared, but it was reportedly the patient¿s third strike on the ins. The battery reportedly reached eos. It was reported the rep was reaching out to the implanting physician to have the battery replaced.